Event description:
It was observed during the device inspection, that the bronchovideoscope had exhibited a burnt probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6: (medical device problem code is being corrected to -"1437-overheating of device") and h6: (remove component code 3194 - adhesive). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presume the cause from the obtained information. The event can be prevented by following the instructions for use which state: inspection of the endoscope. Points of attention when using the high-energy endo therapy accessories are written in the following. 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the distal end, the adhesive on the distal sheath and the distal sheath of the bronchovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.